Event description:
In 2009 the pt reported experiencing intermittent elevated blood glucose over the past 3 months. He stated that his blood glucose measured 220 mg/dl. His normal blood glucose range is 75-125 mg/dl. He stated that he changed his insulin cartridge and infusion set and bolused 4 units of insulin to lower his blood glucose. He stated that he changes the infusion site, tubing, and insulin cartridge every 2-4 days. He was advised to change the infusion site every 3 days. He notices elevated blood glucose when his insulin cartridge is low. He stated that he also notices blood in the infusion site cannula and bent cannulas up on removal. He was sent sample infusion sets and an infusion set insertion device. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged products were discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.